Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that the customer was hospitalized twice in april due to high blood glucose levels. The caller declined to conduct any troubleshooting. She stated that the customer's doctor was taking him off of insulin pump therapy, and she just wanted to return the insulin pump. Advised the caller that the territory manager would be notified. Nothing further was reported.